Event description:
It was reported that a motor stall had been confirmed. The motor stall occurred on (B)(6) 2014. A stopped pump period may exceed tube set occurred on (B)(6) 2014. The event logs showed no motor stall recovered recorded. The motor stall was caused by the patient having an MRI. The MRI occurred on (B)(6) 2014. The pump was not checked after the MRI. The patent did not recall if they had heard the alarm. The healthcare provider (hcp) heard the alarm on the day of report. The hcp refilled the pump today and reservoir volume matched what was expected. It had been about an hour and 15 minutes since they first interrogated the pump and there was still no motor stall recovery noted in the logs. The pump was now audibly alarming. Caller checked the pump again while on the call and attention dialogue box stated "stop pump period may exceed tube set." Logs had not shown a recovery. Alarm tab showed option to silence the alarm. The hcp was advised to continue to periodically check logs until motor stall recovery message was found in the logs. The pump system was delivering lioresal. (No outcome, symptoms, or further interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).